Event description:
While doing a knee arthroscopy the doctor was using a menisectomy electrode. The generator was set on cutting 30 and coagulation 30. The device was activated multiple times. When the case was completed and the drapes were removed a reddened area was noted on the operative leg about a quarter of an inch from the incision. The customer reported that a second degree occurred. No info could be obtained regarding the treatment.